Event description:
A break in the retention dome during traction removal. The indwelling time was 120 days. The user attempted to retrieve the dome portion immediately using an endoscope, but the dome portion had moved to the duodenum and could not be retrieved. The dome portion was eventually removed by bowel movement 7 days after the incident.

Manufacturer narrative:
The complaint of the retention dome detaching during removal (separation of the dome and feeding tube) is confirmed, cause is unknown. Gross and microscopic examination show the retention dome has completely separated from the od of the feeding tube. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.